Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set the cannula breaks off or pulls out. The following information was provided by the initial reporter. The customer stated: the "phlebotomist noticed that needle was slightly bent when she removed the plastic needle protector from collection needle. When she replaced the protective cover back on the needle, the needle broke in half."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. The initial reporter also notified the FDA august 2021. Medwatch report# (B)(4). Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to bent/ broken needle as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode bent/ broken needle. Bd was not able to identify a root cause for the indicated failure mode.